Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 10/20/2014 to present date 10/08/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed.

Event description:
It was reported that the door latch sear was damaged. (B)(6).